Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2016, the patient was initially implanted with 1 bifurcated stent graft, 2 vela infrarenals and 2 limb stent grafts. On (B)(6) 2017, a secondary procedure was performed on patient who had an expanding common iliac on the left side that needed to be extended. So the procedure was to cover the left internal iliac and cover it. In addition , an aortic extension was placed with supra renal fixation. Prior infra extension had lost seal zone which was unrelated to initial issue in left iliac. During the intervention, additional limb stent grafts and vela suprarenal were implanted.

Manufacturer narrative:
The most likely cause of the loss of seal, procedure related harms and the final patient disposition could not be determined due to a lack of any medical records or imaging. There have been no further reports of negative patient sequelae. The lot usage history shows that no other units from the affected lots have been involved in any similar complaints at this time. These types of events will be monitored and trended as part of the quality system. Correction : (B)(4).